Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6) "product leakage." "The user connected to an extension tube to flush the contrast agent and started administration. After that, it leaked from the connection part with wrinkles. It was connected to top's x1.5-fl150ct. The user connected it to the syringe and checked it, but also confirmed the leak. We will also collect and send all unused items of the same lot as the two actual items. The patient has no infection / health hazard to patient: none / sample: available / batch : 21l07g8374."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Samples evaluation: received the following samples: - 1 used and contaminated capillary hub of introcan safety 3 pur 22g 0.9x25mm-ap in opened packaging - 82 pieces in original packaging. Lot number printed on returned peel pack are 21l07g8374 and material# 4251128-03. Visual inspection: visually inspected on the returned samples for damages. Result: 12pcs observed damaged at catheter hub luer. Air tightness test: the 12 pcs were subjected to air tightness leakage test at 300 kpa / 30 seconds in water according to test method. Result: 1pc sample failed the test. Liquid tightness test: the 1pc samples which failed the air tightness leakage test was tested for liquid tightness test 300kpa/30s (3bar/30s). Result: 1 pc sample passed. Root cause analysis: the possible cause of the dent luer could be due to slight bend or slant septum opener pin during the assembly of catheter hub to cannula hub. During simulation, the defect was able to be reproduced. Another possible cause is bigger opening of septum opener pin towards the catheter hub luer and during simulation, the defect was able to be reproduced. Correction: daily checking for valve opener pin condition and to record in process card. Started: 2022-05-12. Additional containment action to refer to CAPA. This complaint is confirmed.